Event description:
Further information was received indicating on (B)(6) 2018 the lead was capped and replaced. No lead damage was observed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt a vibratory alert for non-sustained oversensing and presented to the clinic for a follow-up. Review of the electrocardiograms revealed an intrinsic sinus rhythm and oversensing of non-physiological signals which led to false ventricular fibrillation detection and diagnosis. Lead damage was suspected. Further information was not available. The patient was stable.